Event description:
New information reported stated that the lead was successfully capped and replaced on (B)(6) 2016. The patient was in stable condition post surgery and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up after under going an unrelated radiation procedure. The right atrial lead exhibited noise which could be reproduced with isometrics. No intervention or additional information was reported.